Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for the procedure, while removing the metal memory stylet from the distal tip of the lantern delivery microcatheter (lantern) , the operating room technologist noticed that the distal portion of the lantern broke off with the metal stylet. The lantern broke prior to use and therefore, was not used in the procedure. The procedure was successfully completed using a new lantern.

Manufacturer narrative:
Results: the lantern was fractured approximately 113.0 cm from the hub. There were no abnormalities or damage on the packaging mandrel. The outer diameter (od) of the packaging mandrel was measured and found to be within specification. Conclusions: evaluation of the returned device confirmed the distal end of the lantern was fractured. This damage may have occurred due to forceful handling of the lantern during removal from the packaging or preparation for use. If the distal shaft of the lantern is forcefully gripped or otherwise forcefully handled while the packaging mandrel is withdrawn from the lantern, damage such as this may occur. There were no abnormalities or damage on the packaging mandrel. The od of the packaging mandrel was measured and found to be within specification. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.